Event description:
It was reported that the right atrial (ra) lead was oversensing that lead to inappropriate pacing in the ventricle. It was also reported that the ra lead had high impedance due to a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-52 lead, implanted: (B)(6) 1999. (B)(4).